Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the sealed package was damaged. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Dye test, packaging damaged tyvek additional information: was the tyvek damaged? No. A plastic package part was damaged. Did it compromise the sterility? Yes, the analysis results of the (B)(4) found that one kit was received for analysis. Upon evaluation, superficial damages were noted on the breather bag. The dye test was performed to evaluate the integrity of the packaging using methylene blue solution. The solution penetrated through the damage thus, the sterility was compromised. No conclusion could be reached as to what may have caused the found damage. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.